Event description:
It was reported that the device was being filled and was found to be leaking. Device not used with patient.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Additional information provided h3, h6 and h10. A device history record (DHR) review was conducted which indicated there were no relevant findings detected. The device was returned for analysis and has been evaluated. The returned device consisted of two products which were received in used conditions without its original packaging. Visual and functional testing were performed. The samples were visually inspected individually at a distance of 12? To 24? And normal conditions of illumination. No discrepancies were detected. During functional test, a syringe was used to infuse water in the ay bag. Leakage was detected in one of the top corners of the ay bag. The root cause was unable to be determined. A corrective and preventative action was issued in order to determine the root cause and implement proper corrective actions. As a preventive action, a notification to the production personnel of this complaint was conducted by the production supervisor.